Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp device was inserted into the right femoral artery in a 56-year-old male with a past medical history of renal insufficiency. The patient was presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), with scai stage d shock and was on extracorporeal membrane oxygenation (ECMO), and multiple inotropes and vasopressors prior to initiation of support. One day post-implant, the perfusionist noted that the plasma free hemoglobin (pfhg) was 63.9. The ECMO was turned down to 4lpm and the pfhg lowered. The post-procedure outcome was survived at explant. The impella cp will be coded for hemolysis and serious injury. Hemolysis is listed as a potential adverse event and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
B1 added selection that was omitted from the initial report that was submitted. B2 revised selection as it was entered incorrectly on the initial report that was submitted. E1 added zip code extension as it was omitted from the initial report that was submitted. H6 type of investigation, investigation findings, investigation conclusions and component codes were updated accordingly based on the completed investigation. Investigation summary: the investigation has been completed. Hemolysis/mechanical interaction with blood: the cause of the issue was not determined without returned product investigation and sufficient clinical details, including data log.